Event description:
Reporter reported that while the rt040 mask was on a pt, the cushion fell of and a leak resulted. An injury was mentioned in the report but nothing further was provided on the nature of the injury.

Manufacturer narrative:
We are uncertain if the rt040 mask is to be returned to fisher & paykel healthcare for evaluation. This initial assessment is based on the event description and results from previous investigations. Results: one potential contributing factor in this situation may be due to improper fitting of the rt040 full face mask onto the pt. A lot check shows that this is the only complaint received on this lot. Conclusions: we are unable to make a conclusion at this time. The investigation is still progressing. Fisher & paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. We have received similar complaints and monitoring and trending has an occurrence rate worldwide for the last year of 0.045%. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future.